Event description:
It is reported that the pin fractured off.

Manufacturer narrative:
Eval summary - the device was returned for eval, except the loose portion of the fractured screw was not provided. Scanning electron microscopy (sem) analysis was performed on the fracture surface. The surface shoes striated features and mechanical deformation or "rub-marks" indicating that the fracture was a result of repeated loading. It is also important to note that the anterior portion of the shaft has may deformations in the metal that could be a result of misuse and off-axis loading; however, it is difficult to determine the amount of misuse that occurred or whether the misuse contributed to the device failure. Cause cannot be definitively determined. Eval - as returned, a portion of the thumb screw has fractured off leaving the threads still within the device. The device has a potential field age of approx 13.5 years. Device history records indicate all components were mfg and inspected to spec.